Manufacturer narrative:
The investigation determined the patient ID was changed by the customer after measurement and after the results were sent to it1000. The investigation did not identify a product problem.

Event description:
The investigation determined the patient ID was corrected by the customer after measurement and after the results were sent to it1000. The investigation did not identify a product problem.

Manufacturer narrative:
The event occurred in:(B)(6) .

Event description:
The customer complained of a possible software issue with either their cobas b 123 system or their cobas it1000 that could impact patient results. The customer believes that the data for a patient was switched with another patient. The customer does not know if the error was due to either the cobas b123 or the cobas it1000. This medwatch will cover the cobas it1000. Refer to the medwatch with the patient identifier (B)(6) for the report on the cobas b 123. The customer tested the patient sample on the cobas b123, serial number (B)(4). The printout from the cobas b123 was used for the immediate treatment of the patient and there was no inappropriate treatment provided. The data from the cobas b123 was sent to the cobas it1000. The customer states the results displayed on the cobas it1000 did not match the cobas b123 printout. The customer uses the patient data stored in the cobas it1000 for monitoring purposes. There was no allegation of an adverse event. The investigation is currently ongoing.